Event description:
This is a report by a nurse regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(4) 2010 the peritoneal dialysis nurse reported that the patient had been in the hospital for approximately one month. It was unknown what remedial treatment was needed. It was unknown whether the peritonitis resolved. No additional information was available.

Manufacturer narrative:
(B)(4). Sample not available.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after a peripheral interventional procedure. Reportedly, the link broke and the device was removed. Another proglide was used and during the advancement of the knot, it stalled. Hemostasis was achieved using manual compression. There was no adverse patient sequela. Though requested, additional information was not provided.